Event description:
It was reported that the customer was hospitalized for 5 weeks and was discharged (B)(6) 2024; cause of admission was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.